Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the retriever shaped section was fractured. There was evidence of necking (stretching) to the fracture points. The platinum wire was also noted to have been fractured/detached. Functional test could not be performed due to the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported retriever fracture was confirmed. The retuned device failed to meet specification when returned due to the damage noted to the device. It was reported that the trevo nxt stent 4 x 41mm had been used to perform one pass (clot removal) and was being used in the m1 artery for a second pass when it snapped off (separated from the delivery wire and left most of the stent in the patient). This left behind approx. 30mm of the trevo in the patient. Approx. 12mm was removed. Additional information received indicates that there is always some friction noted when using a stentriever to remove clot, especially when there is calcification ¿ however, no more force than usual was used to retrieve this trevo than any other. There was not any attempt made to withdraw the retriever with integrated clot back through the microcatheter/ aspiration catheter. The retriever was not rotated or torqued. Nothing other than usual resistance was experienced on retraction. The device was returned, and it was noted that the retriever had been fractured, there was evidence of necking to each fractured retriever strut, and the platinum wire was also noted to have been detached. The evidence of necking to the retriever fracture points is an indication that the retriever was pulled back against resistance causing the retriever struts to fracture and detachment of the platinum wire. There are a number of potential causes for the retriever to fracture during removal including, removing the retriever/microcatheter against resistance, torquing of the retriever during removal and not maintaining the position of the microcatheter or aspiration catheter relative to retriever shape section, causing fracture. It was mentioned that there was some level of friction experienced during the attempt to remove the retriever. It is probable that the friction experienced was sufficient enough to cause the retriever to fracture. An assignable cause of procedural factors will be assigned to the reported retriever fracture/broken during use and un-retrieved device fragments and to the analyzed retriever fractured/broken during use and retriever platinum wire damage/break.

Event description:
It was reported that during procedure the subject stent retriever had been used to perform one pass (clot removal) and was being used in the m1 artery for a second pass when it separated from the delivery wire and left most of the subject stent retriever in the patient. The subject stent stayed open (blood flow was observed through the stent). The physician tried to re-access the stent to retrieve clot that was also in the a1 but was unable to get through. Therefore, the a1 clot was not able to be removed. The patient's family declined any further intervention for their mother. The patient was no worse or better than presenting to hospital. Received additional information the patient passed away on 16th october ¿ however, the clinician does not believe this incident is related as the pre op imagining showed that the patient had non-contrast changes with a large core infarct. No additional information is available.